Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to increased sensing integrity counter (sic) and impedance variation. Follow up with the company representative indicated a new pace/sense lead was implanted and the coils remain in use. No patient complications have been reported as a result of this event.